Manufacturer narrative:
H6. Medical device problem code 2017 - failure to follow steps. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the reported difficult clip insertion was due to procedural conditions/ user technique. It should be noted as per the instructions for use (IFU): "delivery catheter and clip inspection¿, ¿without removing the clip protective cover, carefully slide the clip introducer over the clip.¿ the improper or incorrect procedure or method appears to be due to the user removing the clip protective pouch and then pulling too hard on the clip, which then resulted in clip introducer torn. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: medical device problem code 2976 removed. H6: medical device problem code 2017 added.

Event description:
Subsequent to the intial report filing, additional information received reported that when the technician was inserting the clip into the clip introducer there was resistance and the technician pulled so hard on the clip that it pulled through the clip introducer and tore part of the clip introducer.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, there was difficulty inserting the clip and the clip cover became damaged. It was reported that during preparation of the clip delivery system (cds), a new technician was being trained. The technician removed the clip cover and was attempting to insert the cds into the clip introducer; however, there was difficulty inserting the clip and the clip cover (dacron material) became damaged. The cds was not used and replaced with a new one to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.